Event description:
A malfunction was reported on the pump. The customer was unsure of their actual blood glucose level, and there was no reported adverse impact to the customer. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.